Event description:
On (B)(6) 2012, customer reported a leak under the air mix temperature chamber (amtc) on the dxh 800 instrument. Customer stated that the leak was approximately 2-5 ml and was slightly bloody. No injuries were reported and no erroneous patient results were generated. Customer was notified that this issue was being investigated under CAPA (B)(4)regarding potential plugging of the mix chamber. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts determined that there was a clog in the mixing chamber drain. Cts instructed the customer to clean the drain to the mixing chambers and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
Results: air mix temperature chamber. (B)(4).